Event description:
It was reported to medtronic minimed that the customer received an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-332a, mmt-1884l. The customer reported recurring insulin flow blocked alarms after troubleshooting. The customer has tried all remedies or does not want to troubleshoot recurring alarms. No harm requiring medical intervention was reported. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1884l was requested and the customer response was the device will be returned. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instruction.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found evidence of moisture damage on pcba 1 and pcba 2. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 15:08:00.000 basal, (B)(6) 202415:34:00.000 basal, (B)(6) 2024 15:38:00.000 basal and (B)(6) 2024 19:39:33.000 bolus in pump downloaded history during bolus and basal. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case and label damage (stained). No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.